Event description:
The pt was hospitalized for elevated blood glucose levels and dka. The pt's father also reported that the "ok" button of the keypad was not functioning properly.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged keypad button contact consistent with the pt's report. Evaluation also demonstrated that pump insulin delivery was operating within required specs and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.